Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER (emergency room) visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported daughter had high blood glucose, reaching 600 mg/dl, while wearing the pod on her leg. Insulin shot administered and her levels went down to 380 mg/dl, she was then taken to the emergency room. The patient had large ketones and caused her to vomit. She was diagnosed with high blood glucose. Treatment included an IV bag, breakfast and a correction bolus with pod. The patient's basal program settings had recently been changed. The mother no longer had the device.